Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 515 mg/dl due to consuming food. Reportedly, the customer was attempting to deliver a bolus after consuming food and received a bolus amount that was inaccurate. Review of the customer's correction factor settings by tandem technical support (cts) verified that the correction factor setting had been inaccurately entered by the contact. Tandem technical support assisted the contact with adjusting to the accurate setting, and the contact acknowledged the issue was due to user error.